Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. An internal inspection found no discrepancies. The defib receptacle was replaced as a precaution and the customer was sent a replacement multifunction cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. The multifunction cable used at the time of the report was not returned as part of this investigation.